Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis while using the infusion set. It was alleged that the elevated blood glucose level was caused by a bent cannula of the infusion set. The patient was having symptoms of feeling ill and was vomiting. The paramedics were called and took him to the hospital. The blood glucose result on the hospital meter was "26.0 mmol/l or 28.0 mmol/l". The patient was treated with insulin and fluids via IV. The patient was hospitalized for 2 days. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.